Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm. Customer has tried different cannula lengths. She rotates sites and avoids scar tissue and changes sets every 3 to 4 days. Customer stated the tubing was not bent. Blood glucose value is 98 mg/dl. Nothing further reported.